Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the clinical patient, vercise dbs registry a4010, was admitted to a hospital due to an epileptic seizure which was severe. The patient was treated with anti-epileptic medication. Additional information was received that the patient's symptoms of seizure were conjugate eye deviation, reduced vigilance and impaired speech. The patient was treated with anti-epileptic medication, hemiparesis regressed and rehabilitation measures were initiated.

Event description:
It was reported that the clinical patient,(B)(6) study, was admitted to a hospital due to an epileptic seizure which was severe. The patient was treated with anti-epileptic medication.